Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was able to clear the alarm but was not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a pump error 43 alarm and unable to rewind. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No rewind anomaly noted. Also, no unexpected pump error 43 alarm noted. Device history file/traces download was successful using thus. Device was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage was found on the electronic assembly, force sensor and vibrator assembly noted. Pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2021 15:46:34.000 alarm alert notification (B)(6) /2021 15:46:43.000 alarm alert cleared (B)(6) 2021 15:48:17.000 alarm alert notification (B)(6) 2021 15:51:12.000 alarm alert cleared (B)(6) 2021 15:51:46.000 alarm alert notification (B)(6) 2021 15:52:13.000 alarm alert cleared (B)(6) 2021 15:56:08.000 alarm alert notification (B)(6) 2021 16:06:00.000 alarm alert notification (B)(6) 2021 16:06:00.000 alarm alert notification pump error 82 alarm was recorded and found in the formatted history file on: (B)(6) 2021 13:15:14.000 alarm alert notification to (B)(6) 2021 15:49:17.000 alarm alert notification and pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2021 06:48:33.000 alarm alert notification to (B)(6) 2021 16:33:42.000 alarm alert notification due to a corroded motor home switch. No pump error 37, 38, 39, 41, 42, 79, and 80 alarm on the pump history noted. The force sensor zero offset measured and within specification range. The motor was tested outside of the device and passed. Failure analysis summary: the insulin pump rewinds properly during the testing. The customer received multiple pump error 43 alarm, pump error 82 alarm and pump error 130 alarm during basal delivery according in the formatted history file download due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.